Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation of a large volume infusor a particle was found floating in the solution. The device contained vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot was manufactured between february 3, 2015 and february 4, 2015. The device was received for evaluation. Visual inspection revealed white particulate matter 0.20 square millimeters in size in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.